Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (99% stenosis degree) in a moderately tortuous part of the mid lad. It was attempted to place a stent directly using a guide extension, but it was noticed during positioning of the device that the stent was not mounted. Fluoroscopy revealed the stent had fallen off at the end of the y-connector. The y-connector was removed and the stent successfully retrieved. After pre-dilation, a stent from a different manufacturer was placed, completing the procedure.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The delivery system and the stent were returned separately. The balloon is well folded and has not been inflated but contrast medium residue was observed in the balloon- and inflation lumen which is indicative for the application of negative pressure. Stent imprints on the exposed balloon surface further indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The returned stent is slightly deformed in its center, i.e. Few struts are mildly bent. The guiding catheter and y-connector used in the intervention were not returned. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100% and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The most probable root cause for the reported event is related to the handling during the procedure , i.e. Application of negative pressure prior to the placement of the stent across the target lesion which is warned against in the IFU.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (99% stenosis degree) in a moderately tortuous part of the mid lad. It was attempted to place a stent directly using a guide extension, but it was noticed during positioning of the device that the stent was not mounted. Fluoroscopy revealed the stent had fallen off at the end of the y-connector. The y-connector was removed and the stent successfully retrieved. After pre-dilation, a stent from a different manufacturer was placed, completing the procedure.